Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity 3.5 x 15mm drug-eluting stent. It was confirmed that the stent was inspected and seen to be normal when removed from original packaging. It is reported that, following many pre-dilations, the stent was noted to be deformed, after pushing, during attempted delivery in a heavily calcified cto vessel.